Manufacturer narrative:
The investigation of difficulty inserting/removing pump through introducer and product damage (guidewire damage - peripheral vessel) has been completed. Difficulty removing pump through introducer: product was not returned for investigation. Since clinical details reported that the diagnostic guidewire was still in the introducer at the end of the procedure and was the cause for resistance when attempting to remove the pump, the root cause of the difficulty removing pump through introducer was determined to most likely be a use issue. Product damage (guidewire damage): product was not returned for investigation. Clinical details reported that the guidewire was still in the introducer when attempting to remove the pump. When trying to then remove the guidewire, it unraveled inside the introducer sheath. Based on the clinical details provided that the guidewire unraveled when trying to remove the pump while the guidewire was still in the introducer, the root cause of the guidewire damage was most likely a use issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during impella section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that while explanting an impella cp from a patient the standard j-wire was present in the peel-away sheath which made it difficult to remove. The explant was completed with the wire still in peel-away sheath. The patient survived.